Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. Also, this lead has fracture. The lead was partially explanted, and a portion remained implanted. No adverse patient effects were reported. The lv lead will be returned.